Event description:
The pt reported that after she wore the infusion set tubing for 2-3 days, it would turn blue. She reported that her blood glucose values have not been affected by this issue. No medical assistance was required. The product was requested to be returned for evaluation.